Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 dexcom company representative reported that on (B)(6) 2015, that the clinical patient's receiver display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.